Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer received several pump error alarms. Their blood glucose was unknown. The connection between the reservoir compartment was broken and the retainer ring is missing. The insulin pump is being returned for analysis.

Manufacturer narrative:
Insulin pump was unable to perform displacement test due to missing retainer. Unit passed selftest. Pump error alarm confirmed in the pump history due to broken trace on keypad assembly. Unit received with pillowing keypad overlay, missing reservoir tube o-ring, minor scratches on case, faded serial number label and minor scratches on lcd window.